Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that there was 30 noise reversion episodes on the implantable cardiac defibrillator. The noise signals were very short in duration and low amplitude. The patient was asked to perform deep breathing exercises and were able to easily reproduce the oversensing. Programming changes were made and the issue was resolved. The patient would continue to be monitored. The patient was stable.